Event description:
Patient was revised to address pain and effusion with exercise. Severe poly wear of the patella was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records state polyethylene wear of the device and mild osteolysis were found at revision surgery. The investigation could not draw any conclusions about the polyethylene wear or osteolysis based on the lack of the devices to examine and the provided information. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.